Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4) pertain to product ID: 3531, product type: external electrical stimulator. (B)(4) pertain to product ID: 3889, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was still dealing with some constipation and some bleeding around their incision area, and was sore from the procedure today; the patient had spoken to their doctor. Additional information was received five days later. The patient felt pressure but didn't leak. Additional information was received on 2017-jun-12. The patient was meeting 50% minimum, but had a bowel episode like before the evaluation. Additional information was received three days later. The patient's antibiotics gave them diarrhea and they felt pressure to have a bowel movement sometimes, but nothing came out; the patient spoke with their doctor regarding this. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.